Event description:
It was reported by service report that the customer alleged that the brakes would not engage. Stryker technician was not able to duplicate the issue; unit operated to specifications. No patient involvement or adverse consequences are reported.